Event description:
I started coughing and had labored breathing for some time. I reported these problems to (B)(6) is affiliated with (B)(6) medical center and specializes in internal medicine and pulmonary medicine in (B)(6). My symptoms worsened and caused severe breathing issues when I exercise or exert myself. My coughing increased and I later struggled with mucus with the coughing. At some point I was admitted to the emergency room (ER) with breathing difficulties. Eventually I saw (B)(6) md / pulmonology, (B)(6) medical center. He ordered a series of scans and prescribed medications, which did not work at all. My coughing increased accompanied with increased mucus. Another dr. From (B)(6) clinic took over my care and he continued with the scans and medication. My quality of life was severely affected. I had difficulty walking, daily tasks and regular daily routines like bathing, dressing etc. My work was effected. I was chronically tired, could not sleep, coughed uncontrollably etc. My personal life became severely strained and my relationships strained. I had to quit working and from public life. I was diagnosed with asthma. My condition kept on worsening and the medications did not work. By this time, I was confined to my house. I could not attend church, and all other activities. I could not perform household tasks, my job and any form of exercise. Later even just walking. I kept on gaining weight due to lack of exercise and my overall heath declined rapidly. Finally, I had to sit and sleep, due to extreme breathing problems, coughing, nausea, throwing up, etc. I could not eat and the bad cycle continued to decline. I suffered from heart palpitations, rapid heartbeat etc my blood pressure became elevated and was admitted to the ER with extreme high blood pressure. I was admitted to the ER several times. My ran into financial problems, because I could not function or work at all. I was confined to my house. I was seen by dr. (B)(6) again, who prescribed dupixent. The dupixent helped with the breathing problems, but I continued having problems as soon as I walked or exert myself. Depression, anxiety became unbearable. I am overwhelmed. I have no quality of life, very little contact with family and friends. I am isolated with no hope. My life is a nightmare. I had so many tests and treatments that it is impossible to list here I need serious help.